Event description:
It was reported that the customer's blood glucose (bg) was 530 mg/dl. Customer changed the infusion set. Bolus was delivered and insulin injection was administered to address bg. Pump system check was performed with tandem technical support and insulin was not observed exiting the cartridge pigtail tubing. Customer changed the cartridge and insulin delivery was resumed. Customer also reported the pump touchscreen was unresponsive and had to be pressed multiple times before it responded. Customer continued to use pump for insulin therapy.